Event description:
It was reported that a novum iq large volume pump under-infused antibiotic during patient therapy. The patient was receiving antibiotic at 0600 and 0730 and the nurse noted that there was ¾ left in the bag. The volume infused stated 750 which would have been yesterday and this morning does. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.